Event description:
Solicited call. IV veletri patient using cadd legacy pump. Spoke with patient regarding cassette device correction. Patient reported issue with lot 4329617. Three days ago, patient reported the pump alarm starting beeping, patient stopped/started the pump, burned pump off/on. Patient could not exactly recall the error message "no med to give". Patient switched cassettes/batteries and used back up pump. Patient stated that the cassette still had medication in it. Lot 4329617 is associated with the complaint pt is not sure if she has the cassette to return. No change in symptoms or side effects. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided?, is the actual cassette available for investigation? No. Did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes. Was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion?, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved?. Ongoing? Reported to (B)(6) by: patient/caregiver.